Event description:
It was reported that pump housing and usb port were damaged, which eventually affected ability to charge pump and prevented customer from uploading data, though pump had not shut down. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump.